Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. Device evaluation: analysis of the returned device identified: brown particles and opening linear on posterior leak test and microscopic analysis was performed which identified: striated opening on posterior and creases fold. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior due to surgical damage consist in the use of some surgical tool. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.